Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There was no reported product deficiency. The reported angina, re-stenosis and myocardial infarction are listed in the instructions for use (IFU). It was reported that the xience stent was implanted in a restenosed non abbott stent. The (IFU) states the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Implanting in the restenosed stent does not appear to have contributed to the patient affects as the patient effects were already present prior to implanting the xience stent. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the hospitalization appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 29 months post xience v stent implantation in a restenosed non-abbott stent in the mid right coronary artery (mrca), the patient experienced chest pain. Cardiac enzymes were elevated and the patient was diagnosed with a non st elevation myocardial infarction (nstemi). Additionally, angiogram revealed multivessel disease not amenable to percutaneous coronary intervention (pci) or stenting, including 30% in-stent restenosis (isr) of a non-abbott stent and 30% isr of the xience v stent. No treatment was provided. On (B)(6) 2011, the patient was discharged. Although requested, there was no additional information provided.